Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. Catalog number: complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. Initial reporter email address: unknown/information not provided. Establishment name (account name): unknown/information not provided. Initial reporter address: unknown/information not provided. Initial reporter telephone number: unknown/information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was foreign material deposits on the anterior part of the iol after implantation into the patient's eye. No further information was available.